Event description:
It was reported by the customer's mother that they experienced high blood glucose. Blood glucose reading during incident was 500 mg/dl. The customer's mother reported that high readings were caused by reservoir falling out of the insulin pump during night. It was stated that reservoir did not hold in the reservoir compartment. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer's mother declined the troubleshoot. The blood glucose reading of customer during the call was 120 mg/dl. The pump well not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.